Event description:
It was reported following deployment of a drug-eluting stent at the chronic obstructive lesion in the proximal right femoral artery, an angio-seal sts plus was selected for use. A pre-deployment angiography revealed a stenosis around the puncture site and the lumen diameter was less than 4.0mm. An intermittent claudication was observed in the left inferior limb during a follow up hospital visit by the pt. An ultrasound revealed a left common femoral artery occlusion. The pt was hospitalized to undergo angioplasty. It was reported plain old balloon angioplasty was performed via left common femoral artery with 5mm balloon and the procedure ended up at 99 percent because of dissection and recoil. The pt was monitored due to reduction of activity because of aging. Reportedly, the pt has recovered. The info for this event was obtained at the (cardiovascular intervention and therapeutics). Patients have had an angio-seal plus deployed since 2007, and cases of arterial occlusion incidents were reported. This report is one of them.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.